Event description:
It was reported that during set up for a laparoscopy the instrument was difficult to attach to the handpeice. During the procedure, the system received a handpiece error and then immediately went into the pre-run test. The case was then completed using clips with no patient consequence. No additional information available on the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information asked for but unknown or not provided during initial contact the hand piece was tested on a generator and found to be not functional. However, it no longer meets design specifications for continuity and phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 3 to occur. No assembly or disassembly issues were noted while connecting to the generator. Possible causes of continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life causes that may contribute phase margin being out of specification are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. .